Event description:
The report received from our affiliate indicated that the balloon was inflated using the contrast media gadolonium (magnevist from schering) via a 10 cc syringe. Subsequently, difficulty was encountered during attempts to deflate the balloon. The physician punctured the balloon through skin and vessel to deflate the balloon, and the balloon was withdrawn through the sheath with no adverse effect to the pt. The affiliate stated that the reason for the deflation difficulty may well have been the gadolonium contrast used. Additional procedure details have been requested but have not yet been forthcoming. The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.

Event description:
The report received from our affiliate indicated that the balloon was inflated using the contrast media gadolonium (magnevist from schering) via a 10 cc syringe. Subsequently, difficulty was encountered during attempts to deflate the balloon. The physician punctured the balloon through skin and vessel to deflate the balloon, and the balloon was withdrawn through the sheath with no adverse effect to the pt. The affiliate stated that the reason for the deflation difficulty may well have been the gadolonium contrast used. Additional procedure details have been requested, but have not yet been forthcoming. The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.